Event description:
It was reported that the patient presented in emergency room (ER) due to an ongoing ventricular tachycardia (vt) episode. It was noted that several shocks were delivered by the implantable cardioverter defibrillator (ICD), but all failed to convert the rhythm. The patient was sedated, and the physician manually reprogrammed the ICD to shock at a higher output, which successfully converted the vt. The patient left in stable condition.